Event description:
The patient received his scs system which included one surgical lead and an ipg on (B)(6) 2008. It was reported the ipg was explanted and replaced as the physician believed it may have malfunctioned. No specific details in regard to the alleged ipg performance issues were provided. The explanted ipg was returned to the manufacturer for analysis. No additional information is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg as received passes the auto test. The ipg communicates with a lab ppg, the auto tester, the blue screen utility, and a lab charging system with no anomalies noted. The ipg has significant instrument damage. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.